Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and the cause of the material remaining in the device could not be specified. There were no reported deviations from the instructions for use (IFU) and no damage to the area where the foreign material was detected. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to foreign material found in the air/water cylinder, additional findings were as follows: the air/water cylinder had no color. The scope cylinder had no color. The label on the scope connector was damaged. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The objective lens had a scratch. The light guide lens had a crack. The connecting tube had a scratch.  The customer confirmed the scope was reprocessed according to IFU before the device was sent to olympus.  The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, air/water cylinder with foreign material had been found. This report is being submitted for the event found during the evaluation. There was no patient involvement.